Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified shell was returned with the lock ring chamfer orientation correctly facing upwards. Lock ring was bent and damaged in the lock ring groove upon return. During evaluation lock ring was removed to inspect for damage and found gouge and deformation damage to the underside. No other damage was noted. Insert from the kit was not returned with the shell. Measurements within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that ring lock portion was stuck, making assembly impossible. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.